Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's front panel membrane was removed and returned. The malfunction was duplicated and attributed to a defective keypad on the front panel membrane. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.